Manufacturer narrative:
E1: distributor name provided. (B)(6) manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a closure of an unspecified access site using a proglide device after an unspecified procedure. Reportedly, the device malfunctioned during step 2 [plunger deployment issue]. An unspecified abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported mechanical jam [plunger] was not confirmed due to return device condition; however, a trigger boss break was noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported difficulties and subsequent treatment appear to be related to the premature ejection of the suture needle tip, resulting in a broken trigger boss due to the inadvertent pressing of the plunger with the lever not fully deployed (step 1) resulting in the reported plunger mechanical jam. Base on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.